Event description:
Event description cpi received information that this bipolar lead ' did not not test very good' at a replacement procedure. The lead was not removed from service due to patient condition.